Event description:
It was reported that the patient underwent an explant procedure due to an unknown back surgery. No further information has been obtained.

Manufacturer narrative:
Exact date unknown, event occurred few years ago from the date manufacturer became aware of the event. Explant date: few years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 19570453/2000017445.